Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. Interrogation revealed stored high ventricular rate alerts. The alerts appeared to be a result of right atrial lead noise; however, the physician was unable to eliminate the possibility of a true atrial fibrillation episode. No interventions were made. The patient was stable.